Event description:
It was reported that the customer received excessive no delivery alarms. The customer also mentioned that the customer had a bent cannula. Customer's blood glucose level at the time 290mg/dl. The customer also mentioned previous blood glucose levels in the 500mg/dl range. Customer treated with manual injection. No troubleshooting occurred. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.